Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that scheduled suprapubic catheter dressing change removed dressing in place and while cleansing exit site and surrounding skin along with tubing bard 12fr silicone catheter fell out. Sterile technique to reinsert new bard 12fr silicone catheter in home, only instilled balloon to 8ml due to malfunction with previous 2 same brand catheters. New dressing applied. Inspected catheter that fell out to find balloon had again ruptured. Tested balloon with normal saline to see it was not intact this catheter was just inserted on may 23. Cleaned and double bagged catheter for investigation if required. It was noted that the given lot# was ngkp3180. Per additional information received via mail on 11jun2025, it was reported that while removed dressing in place and irrigated suprapubic catheter and then client felt urge to had bowel movement and moved quite quickly without time for writer to apply new dressing. Client came out of washroom with catheter totally out of body hanging on the ground. This catheter was inserted (B)(6) 2025. Sterile technique to reinsert new 12fr bardex silicone catheter with ease and urine return, however upon instillation of sterile water to inflate balloon it ruptured. Both catheters kept for investigation if required by manufacturer.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted (ngjy4669) using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and some resistance was felt while filling the balloon. With the (in-house) syringe attached the catheter balloon passively deflate 10ml solution within 5 min: 2min 52 sec. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that scheduled suprapubic catheter dressing change removed dressing in place and while cleansing exit site and surrounding skin along with tubing bard 12fr silicone catheter fell out. Sterile technique to reinsert new bard 12fr silicone catheter in home, only instilled balloon to 8ml due to malfunction with previous 2 same brand catheters. New dressing applied. Inspected catheter that fell out to find balloon had again ruptured. Tested balloon with normal saline to see it was not intact this catheter was just inserted on (B)(6). Cleaned and double bagged catheter for investigation if required. It was noted that the given lot# was ngkp3180. Per additional information received via mail on 11jun2025, it was reported that while removed dressing in place and irrigated suprapubic catheter and then client felt urge to had bowel movement and moved quite quickly without time for writer to apply new dressing. Client came out of washroom with catheter totally out of body hanging on the ground. This catheter was inserted on (B)(6) 2025. Sterile technique to reinsert new 12fr bardex silicone catheter with ease and urine return, however upon instillation of sterile water to inflate balloon it ruptured. Both catheters kept for investigation if required by manufacturer. On (B)(6) foley catheter fell out on visit. They balloon inflated but there was a pinhole leak visible and the given lot# was ngkp3180. Customer had video.